Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed a dented and scratched bottom cover. In addition, the electrode was severed along the lead and the electrode ground ring was missing prior to receipt which are believed to have occurred during revision surgery. The photographic imaging inspection confirmed a dented bottom cover. System lock could not be obtained at any spacing. The no lock condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground case at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground ring node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report. .